Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced the "ac fail" alarm when tethered to the power module. The ac power to the pt's home was on, and other electrical equipment worked when plugged into the outlet in question. The pt was instructed to sleep on batteries that evening and was scheduled for a clinic visit the following day. In clinic, the pt stated the power module alarmed several times during the night, and at one point the green power light indicator came on and the device passed it's self check. Upon inspection, the ac power cord was in good condition. The power module was plugged in and received power and passed the self check. The unit was taken to biomed where the internal battery was replaced with a new one. The pt returned home with the unit, plugged the unit it and the "ac fail" alarm sounded again. A loaner power module was brought to pt's home by the hospital. The faulty unit was returned to the hospital biomed to trouble shoot.

Manufacturer narrative:
The manufacturer is attempting to acquire the device for further evaluation. No further information is available at this time. A supplemental report will be submitted when the manufacturer investigation is completed.